Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits.

Event description:
It was reported that this insertable cardiac monitor (icm) device caused the patient discomfort when the patient was laying on their side or in certain positions. The physician explanted the icm device. No other devices have been implanted at this time. The device has been returned. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device caused the patient discomfort when the patient was laying on their side or in certain positions. The physician explanted the icm device. No other devices have been implanted at this time. The device has been returned. No additional adverse patient effects were reported.